Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a power source, and subsequently the battery gauge fluctuated. Additionally, the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Reportedly, the alert cleared and the pump successfully began to charge.